Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coating of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. The instruction manual of the device has already warned as follows; *when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel and tweezer. Otherwise, the grasping section, ptfe pad or probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During an unspecified procedure, two tb-0920oes was used. Intraoperatively the first tb-0920oe did not work. The procedure was continued with the second tb-0920oe. There was no patient injury reported. On (B)(6) 2018, olympus medical systems corp. (Omsc) found that the coating of the grasping section of first tb-0920oe was missing. This is the report regarding the missing of coating of the grasping section of first tb-0920oe.